Event description:
The laser system had a problem that caused a treatment delay. No adverse effects to patient/operator were reported.

Manufacturer narrative:
The problem could be traced to a component failure or hospital power supply. The device shut down during treatment and seemed that not enough electrical power was feeding the device. It was possible to complete treatment but with additional time. We are waiting for additional information from the distributor. We are unaware about operator/patient injury.